Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2017; 419688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial lead displayed under-sensing. The lead remains in use and no patient complications have been reported as a result of this event.